Event description:
Per the clinic, the patient was treated with steroid injection (date and duration not reported) in order to improve retention.

Manufacturer narrative:
This report is submitted on april 08, 2024.